Event description:
Patient underwent an abdominal vascular procedure in 2006. During the procedure, bleeding was evidenced from the graft. Bleeding stopped using protamine sulfate and graft remained implanted in the patient.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. No device evaluation was performed since the graft remained implanted in patient. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the water permeability testing indicated a value well within product specifications. A graft from the same batch number than the complaint device underwent water permeablity testing. Tests result indicated a value well within product specifications. No conclusion can be drawn. However, a review of the intervascular post marketing data and the testing performed on a similar product would tend to indicate that the device was not defective.